Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned guidezilla revealed blood was present outside and inside of the device. Inspection of the device revealed that the hypotube was kinked 22.8cm distal of the strain relief. The distal shaft was partially detached/separated at the collar. The polytetrafluoroethylene (ptfe) liner was still attached to the inside of the collar and shaft, indicating that the stent delivery catheter had trouble entering the guidezilla device causing the partial separation. A test 4.0mm stent delivery system was used for functional testing which revealed the system had resistance trying to pass through the guidezilla collar due to the partial separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14feb2019. It was reported that a difficulty advancing issue occurred. The target lesion was located in the carotid artery. A 1guidezilla guide extension catheter was used together with a non bsc stent. During procedure, it was noted that the non bsc stent was unable to cross the guidezilla. Both the guidezilla and the stent were removed from the patient directly and the procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed that the distal shaft was partially detached/separated at the collar.